Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the trial patient began the trial on (B)(6) 2013 and was unsure if it was working. The patient was using a catheter and it "flowed like crazy" with the catheter. The patient "could not get enough" without the catheter. The external neurostimulator (ens) had also been dropped and there was no battery life. The patient was to try and change the battery to determine if that would help. The patient had felt stimulation at 8.5v when the trial began. No outcome was reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.